Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the fifth firing with the green reload. Two white reloads and two blue reloads were used prior. Changed to another two green reloads, but still had the same issue. Changed the device and another new green reload, but still could not fire. They changed to a fifth green reload, and another device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with four cartridge reloads present. Cartridge (b) and (e) were received fully fired and in good visual conditions. Cartridge (c) and (d) were received partially fired and in good visual conditions. It is possible that while loading the reloads (c, d) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the knife was distally advanced. The knife was manually assisted to return to home and open the device, however when opening the device the knife advanced into the anvil and no cartridge could be loaded. No further functional testing could be performed due to this condition. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the rod firing was found to be bent. No conclusion could be reached on what might have been the cause for the damage found. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found.